Event description:
Pico device displaying all lights indicating an error. Device was powered down by removing batteries and replacing them. Connections were checked. Device did not initiate therapy and continued to display constant error lights. (This is the 3rd product with the defect). Product cost is (B)(6) per kit. Please pursue credit or no charge product replacement.